Event description:
Advocate reported that customer's contour meter was not reading correctly. His blood glucose readings on the meter had been low. Customer was admitted to the hospital. There was no evidence that the contour results were contrary to the hospital findings. No additional info was provided about the event. New meter and strips were sent to the customer. Advocate is expected to return customer strips for eval.